Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported shaft detachment.

Event description:
User facility medwatch was received stating: uf/importer report #(B)(6), no harm. The patient was in the cath lab. The post dilating balloon broke mid shaft leaving the balloon inside the guide catheter. The md removed both items successfully from the pt completely intact. The cath lab manager will return the device to abbott.